Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument was found to have dislodged hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck closed on the tissue. The site expected possible issues it did not create any problems while removing through the cannula. The port incision was not increased. There were no missing fragments at the portion of the device that enters the body. No fragments fell inside the patient. An alternate instrument was used to complete the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed, and the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.64mm. The grips were not found to be cracked.